Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during a device change out procedure due to an extraction failure. No further information is available.

Event description:
Additional information received indicated that the patient was in stable condition.